Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent severe and repeated topical radiation that was followed by urinary incontinence, related to urethral atrophy; which led to a surgical intervention. During the procedure, device fluid loss was determined; therefore, the entire aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent repeated topical radiation; this was suspected to cause urethral atrophy and subsequent urinary incontinence. The device was explanted and replaced. Fluid loss was identified during the procedure. No additional patient complications were reported.